Event description:
It was reported that avs tl vertebral spacer broke while the surgeon was inserting the cage. The surgery was completed successfully. No adverse consequences, surgical delay or medical intervention were reported.

Event description:
It was reported that avs tl vertebral spacer broke while the surgeon was inserting the cage. The surgery was completed successfully. No adverse consequences, surgical delay or medical intervention were reported.

Manufacturer narrative:
Additional data: h4 h6 codes have been updated to reflect receipt of the device and conclusion of the investigation.